Event description:
The patient, 72 years old male, underwent angiography and stent implantation on (B)(6) 2024 due to acute inferior myocardial infarction. The pci was performed at lcx artery via radial access and using guide wire and 6f spb3.5 guiding catheter. The proximal segment of lcx was 50-60% stenotic, the distal segment was subtotally occluded, and the timi blood flow was grade 1. The om1 ostium was 90% stenosis. The guide wire is passed through the lcx lesion to distal end and the lesion was pre-dilated using 2.0 x 15 mm balloon expansion. Then, a biofreedom 2.75 x 28 mm drug-coated coronary stent system was placed, released at 8 atm, and then post-dilated using a 2.75 x 15 mm high-pressure non-compliant balloon catheter. The angiography showed timi blood flow level 3, no residual stenosis and dissection after the operation. The patient was extubated and bandaged with a disposable arterial hemostatic compression device and returned to the ward. On the same day after the operation, acute thrombosis occurred in the stent and the patient was treated with another stent implantation and drug-eluting balloon therapy. However, this event was reported to biosensors (manufacturer) only on july 12, 2024.

Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported stent thrombosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.